Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remained in the patient.(B)(4).

Event description:
Treatment of a stroke. It was reported that the patient had a narrowing carotid artery and dissection; therefore, a carotid stent was placed in order to advance the solitaire through to retrieve the thrombus in the m1. As the physician tried to advance the solitaire through the previously placed stent, it got hung up on the stent and would not advance any further. Upon removal, the solitaire separated from the pushwire and remained in the patient. No injury was reported with the patient as a result of the procedure.